Event description:
I had multiple incidents of the drg stimulator sending electrical shocks through my body. The issue at hand was because the surgical team that had implanted the original device had left open all of the ports. With that happening, I was constantly receiving electrical shocks that always led to the left side of my body seizing up and limiting movement until the device stop sending impulses. This was a daily and nightly occurrence. Because of that, I did not have the full therapeutic effect of the drg stimulator, causing a lot of pain in my groin that should have been mitigated because of the device. I had the surgery done at the (B)(6) medical center in (B)(6). Surgical replacement. FDA safety report ID# (B)(4).